Event description:
It was reported that the patient presented with an alert for right ventricular high pacing lead impedance. No patient symptoms were reported. All other lead measurements were in range. Review of egms from (B)(6) showed right ventricular lead noise. Lead replacement was discussed.